Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and degenerative disc disease/herniated disc pain. The patient reported that beginning in (B)(6) 2017 the stimulator in their back that was implanted for the nerves in their leg was moving and is ¿real loose¿. The patient stated that beginning (B)(6) 2017 it hurt and was getting worse. Every time they move the implant moves from side to side when they put their hand on it. On (B)(6) 2017 the patient reported having a big knot in their back where the stimulator was inserted. The knot is where they implanted in the patient¿s spine. There were no trauma/falls related to the issue and the patient noted that when the patient was first implanted their manufacture representative (rep) checked the device, but the rep is not aware of their current issue. The patient would follow up with their healthcare professional (hcp). They noted that they no longer see their old hcp so the patient was sent a physician listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator (ins) had been moving around since (B)(6) 2017 and the ins site had been hurting since (B)(6) 2017. The patient stated that they wanted the device taken out. The patient was redirected to contact their healthcare professional. No further complications were reported.